Event description:
An aneurx abdominal stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 128 months ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that during a routine f/u, the aneurysm was found to have expanded (exact size unk). This was attributed to a type 3 endoleak from a fabric tear in the bifurcated stent graft. No intervention has been performed as the pt's family has not decided yet. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak), other (lack of info). Eval, conclusions: other (lack of info).